Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 7 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician reported implant mobility and the fracture of the buccal plate in this patient with excellent oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.